Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure. The exact procedure date was unknown. During preparation, it was noticed that the device had "frayed strings." The procedure was completed with a another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was broken.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0401 captures the reportable event of suture break.